Event description:
See MDR 1036844-2013-00067 for the first event that occurred with the same patient several months earlier. It was reported that the patient returned to the emergency room on (B)(6) 2013 and a different physician attempted to place an arrowgard cvc unaware of the patient's allergy history. Again, the patient coded and had to be intubated. The catheter was removed. At this time, it was noted by the physician that the catheter was coated with chg and it was suspected that both incidents were related to a chg allergy. There was a delay in treatment and no patient death was reported.

Manufacturer narrative:
(B)(4). The device was discarded.